Manufacturer narrative:
A stryker service representative performed an evaluation of the customer's device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that an unintended shock was delivered from their device. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.